Event description:
The patient reported that two v-go's the needle button release on its own. The patient stated she did not slide and press the needle button in error. The patient also stated she makes sure she places the vgo on a area that remains flat. The patient discarded the v-g's.